Event description:
It was reported that lead dislodgement was observed. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
This report is to correct the serial number and model number. The initial MDR was filed under (B)(4).